Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 30 mg/dl and a seizure. Reportedly, the customer delivered additional correction boluses after the pump delivered automatic correction boluses via the control iq feature. Customer was unsure how bg was treated, however; customer left the ER 6 hours later with customer in stable condition (bg 90 mg/dl).